Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. Customer¿s blood glucose level was 260 mg/dl. The customer reverted to multiple dose injections for insulin therapy.